Manufacturer narrative:
(B)(4) - the intraocular lens was received and sent to the manufacturing site for diopter measurement, evaluation is in progress. The lens met all manufacturing specifications prior to release. Our investigation shows the lens was exchanged for a lower diopter lens of the same model. Based on this information and the reporter's comment that the improper iol power was implanted we do not suspect that the lens caused this issue. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned intraocular lens (iol) was measured for diopter and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All known information is included in this report.

Event description:
Report received from the account stating that the intraocular lens(iol) was removed and replaced without complication due to improper iol power initially implanted. The iol was exchanged for a lower diopter lens of the same model.